Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by a surgeon that on the same day as surgery postoperative visit the patient reported pain, tearing, and blurred vision. Microcystic edema, spk, and trace white cell were noted on examination. Approximately seven weeks following the implant procedure, the iol was noted to be off axis, with a minimal wrinkle, and the patient was overcorrected.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was not received. (B)(4).

Event description:
A purchaser reported following an intraocular lens (iol) implant procedure, the lens was exchanged for a different lens model and 0.5d difference in lens power for an unknown reason. Additional information was requested.